Event description:
It was reported that during a ptca procedure involving a 90% stenotic lesion in the first diagonal of the lad coronary artery, the maverick2 monorail balloon ruptured at 5 atm's on the first inflation. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported.